Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The break in aseptic technique was further described as the patient did not wear a mask and does not always wash their hands before putting on gloves. The patient was not hospitalized for the event. On the same day, the patient began treatment with intraperitoneal (ip) vancomycin 1 gram daily (duration not reported) and ip ceftazidime 1 gram daily (duration not reported) for peritonitis. On an unknown date, the patient's antibiotics were changed to oral ceftazidime and oral cipro (doses, frequencies and duration not reported) for peritonitis. On an unknown date, the patient was retrained on aseptic technique. The patient recovered from the event of peritonitis. Dianeal therapies and extraneal viaflex were ongoing. Additional information was requested, but is not available at this time.